Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Subsequently, boston scientific received information from an implant form that this patient was presented back to the electrophysiology (ep) laboratory due to high pacing impedance and lead fracture (confirmed by xray). During the extraction procedure, it appeared that the lead broke apart with the lead tip remaining in the right atrium (ra). Following discussion with the hospital's radiologist, the physician decided to abort further attempts to extract this lead. A replacement left ventricular (lv) lead was successfully implanted. During testing of the chronic competitor right atrial (ra) lead, low p-waves (0.3-0.4 mv) were recorded. A replacement ra lead was successfully implanted. The device was received at boston scientific's return products department. The device was successfully interrogated by boston scientific's post-market quality assurance laboratory. Engineering calculations determined that this device did meet expected longevity. The device is undergoing operational and functional testing.

Manufacturer narrative:
Visual inspection did not identify any holes in any of the seal plugs and all set screws operated normally. An lv pacing impedance test was performed and the recorded measurement was within normal range. The device passed production automated diagnostic testing which verified the pacing, sensing, defibrillation, lead impedance measurement circuitry, and recording functions. It was concluded that the device performed normally throughout laboratory testing.

Event description:
Boston scientific crm received information in (B)(6) 2010 that this clinic nurse contacted technical services to report that this device and implantable transvenous left ventricular (lv) lead system was exhibiting a greater than 2000 ohm impedance measurement (lv (ring) to right ventricular (rv) coil configuration). A yellow alert was detected for one out-of-range (oor) value. Subsequent values have been in the 400 ohm range. All other lead diagnostic measurements have been normal. Technical services discussed the options of reprogramming to a different electrode configuration if additional oor measurements are recorded. Technical services discussed the possibility of an intermittent conductor fracture. The clinic nurse informed technical services that the rv impedance measurements have been normal and will plan to continue monitoring the lv lead performance. Subsequently, boston scientific received information that this clinic nurse contacted technical services again in (B)(6) 2010 to discuss this lv lead's pacing impedance history. The lv lead was evaluated during a scheduled follow-up. The device was temporarily reprogrammed to lv (ring) to rv (coil) and the pacing impedance was greater than 2000 ohms. However, the lv pacing threshold was 1.2 volts at 0.5 ms. Other lv vectors were checked and the recorded lv pacing impedance were within normal range. When the lv (ring) to rv (coil) was rechecked, the lv pacing impedance was 478 ohms. The rv pacing impedance was stable and normal. Technical services again discussed the possibility of a lv conductor or intermittent connection issue. The lv configuration was reprogrammed to lv (tip) to rv (coil) and will continue to monitor the performance of the lv lead.